Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. Due to additional information provided (B)(6) b2024), the fields b5 (describe event or problem), and f10 and h6 (device codes) were updated. During investigation of the complaint, it was noted that rf wire cannot contribute to air embolism as there is no inner lumen and rf wire crossed without using rf energy as there was a hole in the septum prior to the procedure. Thus, this supplemental MDR is being filed. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution was selected for use during a pulmonary vein isolation cryo. An air embolism was reported. The versacross devices were properly prepped before the procedure. The versacross sheath and mechanical guidewire were inserted over the guidewire inside the body. The guidewire was exchanged for the versacross rf wire. The versacross rf wire crossed the septum without the use of radio frequency (the radio frequency was not delivered). The versacross sheath and the rf wire were removed from the body. It was flushed and aspirated the sheath. A non-boston scientific bsw lasso decapolar steerable catheter was inserted through the versacross sheath so that the lasso was inside the body, but had not yet entered the heart. The sheath was flushed and aspirated again. The physician noticed bubbles when aspirating. The lasso catheter was advanced into the left atrium. While inserting the bsw lasso decapolar catheter, the patient then had an st segment elevation on the ECG (electrocardiogram). It was waited about 2 minutes for the st segment elevation to return to baseline. The procedure continued as normal and it was completed successfully. The device is not expected to be returned for analysis (disposed). The patient is fully recovered and it was not admitted to hospital beyond standard of care. For this case, it was tried to aspirate after the non-boston scientific lasso is inserted and attempted to do smaller and slower movements, and we still had an st segment elevation. The physician believes the st segment elevation was caused by air embolism introduced from the device. The irrigation was not provided for either the sheath or lasso catheter. There is non cause for the st elevation, but it is highly suspicious of air embolism. Air was observed while aspirating after the lasso catheter was inserted into the versacross sheath. The physician believes that the exchange of the rf wire to the non-boston scientific bsw lasso catheter through the versacross sheath causes air embolism. No other issue was noted. It was further confirmed via good faith effort attempt that the rf wire crossed the septum without use of radiofrequency.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a versacross access solution was selected for use during a pulmonary vein isolation cryo. An air embolism was reported. The versacross devices were properly prepped before the procedure. The versacross sheath and mechanical guidewire were inserted over the guidewire inside the body. The guidewire was exchanged for the versacross rf wire. The versacross rf wire crossed the septum without the use of radio frequency (the radio frequency was not delivered). The versacross sheath and the rf wire were removed from the body. It was flushed and aspirated the sheath. A non-boston scientific bsw lasso decapolar steerable catheter was inserted through the versacross sheath so that the lasso was inside the body, but had not yet entered the heart. The sheath was flushed and aspirated again. The physician noticed bubbles when aspirating. The lasso catheter was advanced into the left atrium. While inserting the bsw lasso decapolar catheter, the patient then had an st segment elevation on the ECG (electrocardiogram). It was waited about 2 minutes for the st segment elevation to return to baseline. The procedure continued as normal and it was completed successfully. The device is not expected to be returned for analysis (disposed). The patient is fully recovered and it was not admitted to hospital beyond standard of care. For this case, it was tried to aspirate after the non-boston scientific lasso is inserted and attempted to do smaller and slower movements, and we still had an st segment elevation. The physician believes the st segment elevation was caused by air embolism introduced from the device. The irrigation was not provided for either the sheath or lasso catheter. There is non cause for the st elevation, but it is highly suspicious of air embolism. Air was observed while aspirating after the lasso catheter was inserted into the versacross sheath. The physician believes that the exchange of the rf wire to the non-boston scientific bsw lasso catheter through the versacross sheath causes air embolism. No other issue was noted.